Manufacturer narrative:
Evaluation of returned device confirmed reported condition. Decision was made to recall based on a manufacturing issue that was determined as part of internal investigation. (B)(4).

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2011. During the procedure, the surgeon measured the depth for the screw using a depth gauge and determined that a 25mm screw would be necessary. A 25mm screw package was opened and the screw was implanted but an interoperative radiograph determined that the screw was too long. The screw was taken out and a 20mm screw was implanted. A measurement was taken using calipers for a different screw location and again the surgeon determined that a 25mm screw would be necessary. The surgeon implanted the same 25mm screw but the interoperative radiograph again showed it was too long. The surgeon suggested that the 25mm screw be measured and when it was held to a ruler, the 25mm screw actually measured 30mm. A 20mm screw was used to complete the procedure with no injury to the patient or delay in the procedure.